Manufacturer narrative:
(B)(4). Date sent 3/25/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 3/31/2025 d4 batch #693c13. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. During the visual inspection protruding and all staples were present inside the pockets. Also, marks were observed on the safety. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. Further analysis of the device showed that the trocar was damaged. However, the anvil cannot be removed of the trocar. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 693c13, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024 additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the anvil closed? -yes 2. If yes, how was the device removed? -unknown 3. Could you please clarify if there were any patient consequences? -no. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -no.

Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the anvil closed? If yes, how was the device removed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the nail drills cannot be removed when using curved and straight intraluminal staplers during surgery. Changed the new one to complete surgery. No additional information can be provided.